Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received low battery alarm and then had blank display and it did not turned on after battery change. The customer¿s blood glucose level was 115 mg/dl. The customer reported that her gold metal piece on her battery cap was fell off. The insulin pump will not be returned for analysis.